Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt states she cannot get the stimulation to turn off. Pt states she feels a stim in her feet and cannot drive, etc. Pt states she has lowered the stim and still feels the sensation in her feet. Pt currently has the device off. Pss directed to hcp on programming options.